Event description:
Same case as MDR 2134265-2013-01248. (B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The 100% stenosed, 3.0x48mm de novo target lesion was located in the 2nd obtuse marginal. The lesion was treated with predilation, placement of a 2.5x20 taxus liberte and 3.0x32mm taxus liberte stents and postdilation. Residual stenosis was 0% and timi flow was restored to 3. The patient was discharged on asprin and ticlopidine. In (B)(6) 2012 the patient experienced a mi. The patient was hospitalized. In (B)(6) 2012, the 100% stenosis of the 1st obtuse marginal measuring 3.0x35mm was treated with a non-bsc stent. Residual stenosis was 0%.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).